Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps pin that holds the jaws came off, and the jaw was wide open. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and the reported failure was confirmed. The instrument was found to have a dislodged pin. The pin was returned with the instrument and was partially inside the grip pin slot.